Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they were having issues with their stimulation and the issue began yesterday. Patient stated they were getting some relief but when they tried to go up on the device it was sending the sensation into their stomach instead of sending it to their back. During the call agent walked patient through checking their implant battery levels and patient confirmed their implant was at 60% and the controller was at 100%. Patient was in group c. Patient switched to group a, increased stimulation and felt some stimulation on their back and the left side of their stomach. Patient switched to group b, increased stimulation, and was still feeling stimulation in their stomach. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the lead had moved in their back. A new lead was put in their back and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.